Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridge during basal delivery and the load process. Customer's blood glucose level was impacted.